Manufacturer narrative:
Investigation summary: the customer reported the luer collar separated from the luer, and they were unable to connect the set to another set. One set of material 11532269, lot unknown was returned. Upon initial visual examination, the set verified the complaint of separation of the male luer collar. The luer collar was not returned with the rest of the set, and could not be examined. The luer post returned shows no defects or abnormalities. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. The supplier of the male luer component was also notified of the failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the aads line was being screwed onto the extension tubing the piece you twist to screw at the bottom of the aads line came off and the aads line was not able to be secured appropriately to the extension tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.